Event description:
The patient reported he received an e10 (cartridge error) alarm on his insulin infusion device. He said he had removed the insulin cartridge. During troubleshooting, the patient was instructed to return the piston rod. When the patient attempted this, the infusion device made an abnormal noise. The patient was then instructed to remove the battery and insert a new battery. The patient did so but the device continued to make an abnormal noise while trying to retract the piston rod. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.